Manufacturer narrative:
The implant date, lot number, manufacture date, and expiration date were unable obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient suddenly started experiencing urinary incontinence with this artificial urinary sphincter (aus) due to urethral atrophy. All components of the existing aus were explanted and replaced with a new device. No additional patient complications were reported and the patient was reported as fully recovered.